Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with saline mentor smooth round moderate profile 325cc breast implants and suffered several unexplained systemic symptoms, including rashes, headaches, chest pain, sjogren¿s syndrome, tremors on the left side of the body, neuro pain/stinging, joint pain, fatigue, memory issues, brain fog, problems walking, hormone issues, aging, skin and eye problems, urinary issues, allergies, ibs, and constipation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This case was not confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.